Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) deployed and popped. Hemostasis was achieved through manual pressure, though the duration of manual compression was not specified. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f non-cdis sheath. The mynx vcd was prepped according to the IFU instructions. The balloon did not lose pressure at any point; it did not take pressure during prep or while inside the patient. The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was arterial, with a vessel diameter greater than or equal to 5 mm, and there was no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium near the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the arteriotomy. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) deployed and popped. Hemostasis was achieved through manual pressure, though the duration of manual compression was not specified. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The mynx vcd was prepped according to the IFU instructions. The balloon did not lose pressure at any point; it did not take pressure during prep or while inside the patient. The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was arterial, with a vessel diameter greater than or equal to 5 mm, and there was no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium near the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the arteriotomy. Nine sterile 6/7f mynx control vascular closure devices (vcds) involved in the reported complaint, inside sealed pouch bags, were returned for investigation. Visual inspection of the devices showed that button 1 was not depressed and button 2 was not depressed. The stopcocks were found open, with syringes returned detached from the units. The sealants were present in manufacturing position, fully covered per the sealant sleeves. Regarding the sealant sleeve conditions, no abnormal conditions were observed. Additionally, no catheter sheath introducers (csis) were returned. The balloons were deflated, and the core wires were present in manufacturing position. No additional anomalies were observed during this analysis. The 9 balloons were tested for an inflation / deflation functional analysis, where no issues related to the reported event were observed, as all balloons were inflated and deflated as expected. Based on the information available for review and the product analysis, the reported event of ¿balloon balloon loss of pressure¿ was not observed. The units did not present any damages or anomalies during visual inspection. No abnormal conditions were observed during the inflation/deflation functional test. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.